Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys toxo igm (toxo igm) on a cobas e 402 analytical unit compared to a competitor method. The result from the e402 analyzer was 1.1 (positive). The result from the competitor method was <0.55 (negative).

Manufacturer narrative:
The e402 analyzer serial number (B)(6) . The competitor method was biomnis. Calibration and qc were acceptable.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.